Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was further specified as patient error. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency not reported) for the event. The patient recovered from the event approximately three weeks after onset and antibiotic treatment was discontinued. Action taken with dianeal therapy was not reported. No additional information is available.